Manufacturer narrative:
The technician replaced the power plug and the hand pendant to resolve the issue. This MDR is a result of CAPA activity for the retrospective review of complaints.

Event description:
The technician alleged that the bed had a high resistance reading. No injury reported.